Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to worn threads on the half nut. This allowed the half nut to slip on the lead screw when occlusion pressure built. The catalog number provided is the international list number that was involved in the reportable event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k912928. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).